Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External and internal inspections were performed and the device passed. The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specification. Temperature testing found the temperatures to be within specifications. A volumetric accuracy test was performed and the device failed. A test article, piston foam, was installed and the device passed the volumetric accuracy test. The pneumatic system was tested and found a minor leakage. The door assembly was inspected and found a cracked door piston and deteriorated piston foam. The evaluation revealed the cause of the failure to be a deteriorated piston foam. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved. No additional information is available.